Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, 5 representative samples were taken from current production at the manufacturing facility. A visual exam was performed and all markings were legible. Testing was conducted to determine the effects of chemicals towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected after one day of use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. The complaint of tube markings erased was confirmed; however, a root cause could not be established. It is not known why the tubing marks were erased. There is 100% visual inspection conducted at the manufacturing facility; therefore, any defects would be detected prior to release.

Event description:
Complaint reported as: "et tube was placed on 9/15 and the tube was extubated on 10/15, where the patient was re-intubated with a 3.0 shiley tube. Staff has complained that the numbers are coming off of the tubes. Reason for extubation was due to the numbers being worn off the tube and patient needing a larger size tube (patient growing)." It was reported that et tubes are not wiped with any cleaner and the tape being used is wearing off the numbers. The tape is changed "as needed". No patient harm or injury reported. Patient remained in critical condition at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "et tube was placed on (B)(6) 2015 and the tube was extubated on (B)(6) 2015, where the patient was re-intubated with a 3.0 shiley tube. Staff has complained that the numbers are coming off of the tubes. Reason for extubation was due to the numbers being worn off the tube and patient needing a larger size tube (patient growing)." It was reported that et tubes are not wiped with any cleaner and the tape being used is wearing off the numbers. The tape is changed "as needed". No patient harm or injury reported. Patient remained in critical condition at the time of this report.